Manufacturer narrative:
The reported event of high pacing lead impedance could not be confirmed. As received, a partial connector portion of the lead was returned in one piece with stuck stylet. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. An external insulation abrasion was found at the proximal region of the lead breaching the sheath only consistent with friction to the device can.

Event description:
New information received notes the right ventricular lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 for a follow-up. Upon examination of the lead, it was noted that there was high pacing lead impedance on the right ventricular (rv) lead since the last check in 2020. No programming changes were done. The patient was in stable condition.